Event description:
Tpn pt patterson calls to complain that tubing is leaking at y site approx 8" above end of the tubing (where it connects to pt's PICC line). This has happened twice with her. Another pt has also complained of the same issue.